Event description:
It was reported that the shock lead impedance (sli) of this cardiac resynchronization therapy defibrillator (crt-d) measured greater than 200 ohms which is out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and recommended evaluation of the leads of this crt-d system. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that the shock lead impedance (sli) of this cardiac resynchronization therapy defibrillator (crt-d) measured greater than 200 ohms which is out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and recommended evaluation of the leads of this crt-d system. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this device was explanted. The explant procedure was done for a fracture in the right ventricular (rv) lead so the physician elected to explant this crt-d system with lead revision. Another crt-d was successfully placed. No adverse patient effects were reported outside of the replacement procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock lead impedance (sli) of this cardiac resynchronization therapy defibrillator (crt-d) measured greater than 200 ohms which is out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and recommended evaluation of the leads of this crt-d system. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this device was explanted. The explant procedure was done for a fracture in the right ventricular (rv) lead so the physician elected to explant this crt-d system with lead revision. Another crt-d was successfully placed. No adverse patient effects were reported outside of the replacement procedure.